Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after passing out. The atrial lead exhibited intermittent noise, resulting in noise reversion. Intermittent undersensing of p waves was also observed during a manual sense test. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during an associated lead revision procedure on (B)(6) 2016, the atrial lead continued to exhibit poor sensing. The atrial lead was capped and replaced. The procedure went well and the patient was in good condition post procedure. The patient would be monitored.